Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-00399. It was reported that the atrial and the right ventricular leads exhibited high impedance during implant. The leads were removed. The patient was in stable condition.

Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 52.0cm. Analysis was normal. No anomalies were found. Correction: foreign should've been checked.